Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This patient experienced muscle stimulation. An xray will be performed to confirmed lead integrity. Boston scientific technical services (ts) suggested reprogramming options. The lead remains in service. No adverse patient effects were reported.